Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. The neck is anteverted, extra extended, and has a reduced neck length. Pictures of the explants and an x-ray were provided. No surgical notes were returned. The circumstances surrounding the fracture of the device are unk. It is unk if the devices were implanted with the proper fit and orientation. The pictures of the implants show that the neck fractured inside the taper of the stem. It is unk if the pt followed the proper rehabilitation protocols. Potential factors that may have contributed to this fracture include (B)(6), damage to the devices prior to or during implantation, an unreported traumatic event, fretting due to micromotion between the neck and stem, or corrosion due to blood or debris left on the taper. However, based on the info available, a cause for this event cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised for a broken kinectiv neck.